Manufacturer narrative:
(B)(4). Batch # n90w2p. Additional information was requested and the following was obtained: consultant surgeon stated that she placed the applicator onto the cystic duct and it jammed when she fired it; it was hard to actually take it off the duct and she was concerned it was going to tear. She managed to get it off. She went to remove it from the port and the clip fell off and she was able to open it and then she tried to fire out of the patient and it jammed again. The analysis results found that the el5ml device was received with no damaged in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure; surgeon went to fire the device and it would not release. The procedure was completed with same like device. No adverse patient outcome is reported.